Event description:
The customer reported that the live monitor went dark with only the annotation information showing. Also, the unit did not fluoro.

Manufacturer narrative:
The ge service rep cleaned an dre-greased the candle sticks for tube and hv tank. He verified proper operation of system at high technique. System performs as intended.